Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the insulin was a "milky white color and not clear." Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.